Event description:
The customer notified siemens on (B)(6) 2013 that after generating a report from (B)(4), the import of treatment plans fails. The system does not generate an error however, the fields have strange values in gantry, collimator and jaw size. There is no report of mistreatment or injury to a patient. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported issue on (B)(4) 2013. This MDR is being mailed on (B)(4) 2013. Siemens had conducted a preliminary investigation that shows the possibility of an incorrect regional setting. However, the investigation is on-going and a supplemental report will be submitted to the FDA upon completion of the investigation.